Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient stated they have to leave their stimulation off during the week because they go to several fitness classes and when they lay down on their back it is very uncomfortable because it puts lightning or like electricity down their legs. Patient reported this has been since the time of implant. Agent documented information given. Patient stated their hcp retired and confirmed they have already been sent physician listing to reference if needed. Additional information was received from the patient. They reported that the do not know the cause of the shocking when they are laying down. It has been that way from the start when the device is on and they lay on a hard surface. No steps are being taken, they turn their device off if they know they'll be laying on a hard surface. They are not sure if the issue is resolved.